Manufacturer narrative:
Based on the information provided for this particular product code with lot number 0630ah1 this product was manufactured on march 3rd, 2020. According to the device history record review no quality issues were reported. The devices are made with qualified, tested, and approved materials and the review found that the product met all specification requirements. A review of complaints for this product number indicated that this was the first incident reported for this issue reported issue in the last 12 months. Without a sample provided we are unable to determine a root cause. If further information is provided or a sample received at a later date a follow-up report will be submitted. We will continue monitoring our customer complaints data base for this and any other issues reported of the same nature for this catalog number.

Event description:
The adhesive from the drape, 8554na, used in the sba59laasa laparotomy pack caused an allergic reaction to the patient. The patient had an anaphylactic response and was hospitalized. The patient had a localized reaction as well where the drape was placed on the skin. No patient demographics were provided when requested.